Manufacturer narrative:
The device has not yet been received by the MFR for eval. When the device is received, a quality investigation will be performed and a f/u report will be filed.

Event description:
It was reported that the aseptic battery housing opened during a procedure. There was no allegation that the non-sterile battery fell out of the housing. Further info has been requested regarding this event.